Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the product was not returned. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a xience xpedition stent was implanted in the mid left anterior descending coronary artery (lad). On (B)(6) 2015 the patient had chest discomfort. In-stent restenosis was identified on (B)(6) 2015 and treated percutaneously with balloon angioplasty. The condition resolved. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
Subsequent to the previously filed report, the part number of the implanted device was received.